Event description:
In 1987, bilateral breast augmentation with mastopexy - now has bilateral ptosis and is unhappy with appearance. In 2008, pt underwent bilateral implant removal and bilateral augmentation with mastopexy. Old implants removed intact.